Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the patient had a power PICC implanted for the treatment of lymphoma on (B)(6) 2020. A nurse found that the sub lumen of the power PICC was unable to aspirate although infusion could be performed on (B)(6) 2020. The doctor removed the power PICC carefully with much resistance, then clot was found on the catheter. The user requests to investigate the root cause of occlusion and difficulty to remove as they have never experienced this kind of event. There was no reported patient injury. Additional information received 2/1/2021 - per ibc, no treatment was needed for the reported clot.

Event description:
It was reported the patient had a power PICC implanted for the treatment of lymphoma on (B)(6) 2020. A nurse found that the sub lumen of the power PICC was unable to aspirate although infusion could be performed on (B)(6) 2020. The doctor removed the power PICC carefully with much resistance, then clot was found on the catheter. The user requests to investigate the root cause of occlusion and difficulty to remove as they have never experienced this kind of event. There was no reported patient injury. Additional information received 2/1/2021 - per ibc, no treatment was needed for the reported clot.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficult catheter removal was inconclusive because the clinical conditions in which the event was alleged to have occurred could not be reproduced. The product returned for evaluation was one 5fr t/l powerpicc catheter. Usage residues were abundant throughout the sample. Biological residue was observed on the outside of the catheter shaft along most of its length. Microscopic inspection of the sample confirmed the presence of abundant biological residue. No evidence of current device occlusion was observed. While the abundant biological residue adhered to the catheter shaft suggested that fibrous encapsulation may have contributed to the reported event, the catheter removal conditions could neither be replicated, nor assessed. Consequently this complaint is inconclusive at this time.